Manufacturer narrative:
Product analysis: the pacific xtreme pta balloon was returned within an airmail pouch and within a sterile pouch. No ancillary devices , cine, images or procedure notes were returned for evaluation. The device was removed from its packaging for additional analysis. The catheter was returned within a post inflation profile. Blood residue was observed within the balloon chamber. A kink/twist was observed on the balloon chamber. The kink/twist is approximately 6.5mm proximal from the distal tip. No abnormality was noted on the distal tip. Blood residue was observed within the catheter hub. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device entered the patient and was safely removed. There was no vessel damage noted. The stenting was part of the original procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a pacific xtreme pta balloon to treat a severely calcified plaque lesion with severe tortuosity in the left, middle superficial femoral artery (sfa) with chronic total occlusion-100%.there were no abnormalities reported in relation to anatomy. A non-medtronic inflation device was used. There was no damage noted to device packaging. There was no issue noted when removing device from hoop/tray. The device was inspected as per IFU with no issues identified. It was reported that balloon twist occurred. No rewrap issue was noted. Resistance was encountered while advancing the device. No excessive force was used. The device did not pass through previously deployed stent. The procedure completed with another pta balloon and a stent was implanted. There was no patient injury reported.